Manufacturer narrative:
Returned sample was requested but haven't received yet. The DHR of this lot was reviewed without any issue. The design history file and 510k submission were reviewed. This syringe is designed for manual use only, not for pump use. For manual use or not for pump use was not presented on any labeling of this product. The compliant history was reviewed three pump compatability issues with this product were received before. A recall was conducted by distributor cardinal health 200 llc with recall number z-0850-2024. The corrective action putting the caution "for manual use or not for pump use" on all syringes' labeling of k190503 will be taken. A follow-up report will be submitted if any additional information from the received samples.

Event description:
The customer reported they have identified that the cardinal health monoject 60ml enteral syringes are not identified as monoject syringes in the feeding pumps and therefore cannot deliver feeds to babies. This is currently the only lot number available to us to test, but 100% of those tested have failed using multiple pumps and pump settings. We have not experienced any issues with the monoject syringes packaged as covidien monoject.